Event description:
Bayer case number:(B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure device removal, diagnostic hysteroscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: given the finding of 2 separate essure coils on patient left side but only one on patient¿s right side a decision was made to proceed with a diagnostic hysteroscopy to assure a fourth coil did not remain in situ. Diagnostic hysteroscope was gently placed in patient¿s fundus, bilateral tubal ostia were visualized without any remaining foreign objects she was extubated successfully and transferred to her bed in stable condition. Finding(s): two essure devices left fallopian tube, one essure device right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] (date unknown): essentially unremarkable quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure device removal, diagnostic hysteroscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: given the finding of 2 separate essure coils on patient left side but only one on patient¿s right side a decision was made to proceed with a diagnostic hysteroscopy to assure a fourth coil did not remain in situ. Diagnostic hysteroscope was gently placed in patient¿s fundus, bilateral tubal ostia were visualized without any remaining foreign objects she was extubated successfully and transferred to her bed in stable condition. Finding(s) : two essure devices left fallopian tube, one essure device right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] (date unknown): essentially unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.